Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had several alarms on their insulin pump. The customer's blood glucose was 230 mg/dl. Troubleshooting found the customer's insulin pump passed a displacement test. Customer also reported receiving a motor position encoder error alarm on their insulin pump. The customer stated the alarm did not occur during the rewind/prime sequence. It was also found the customer received a motor error alarm while attempting a bolus during troubleshooting. The customer stated they were able to complete the rewind sequence on their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan as their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was received with stuck in motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No a35 or a17 error alarms noted during our testing. Unable to confirm e70 error alarm in alarm history due to history file was over written. Unable to perform a21 test due to motor error alarm. The insulin pump passed displacement, rewind, basic occlusion and prime/a33tests. The insulin pump has cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.